Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead would not backload so it was not attempted in the patient. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/ overstress. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor was distorted/stretched at 82.5cm, blood visible inside lumen. If information is provided in the future, a supplemental report will be issued.